Manufacturer narrative:
Zoll has not received the solex 7 catheter for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed. It seems that some of the 1000 ml sterile saline solution bag has leaked out of the vein and into the surrounding tissue around where the catheter was inserted, causing swelling at the injection site. The event was assessed as not serious because it did not meet the criteria for seriousness. Based on available information, the event was causal related to the zoll catheter due to relevant timing and location and no other obvious cause for such event. Swelling subcutaneous tissue around a catheter is an anticipated event and could potentially occur with the usage of any catheter. The event of swelling at the insertion site was causal related to the device and procedure.

Event description:
The patient's temperature was monitored and controlled using the solex 7 catheter (lot #204215), which was inserted into the patient's left internal jugular (ij). During therapy, the 1-liter saline bag was found to be empty. Upon further assessment, the patient's neck appeared visibly enlarged. The therapy was halted, and the solex 7 catheter was removed from the patient. Based on the additional information received from the customer, the infiltration was monitored, and it was resolved within 48 hours. No further intervention was required.